Event description:
Medtronic legal received information regarding the insulin pump had broken retainer ring from the attorney of the family. No harm was required during medical intervention. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.